Manufacturer narrative:
Brand name unknown / not provided. Device information unknown / not provided. Zimmer biomet complaint number (B)(4); implant remains implanted.

Event description:
It was reported that the internal aspect of the unknown zimmer implant threads were damaged from an unknown abutment loosening. An implant rethreading tool has been requested. This patient was inherited and is why the implant and healing abutment are both unknown.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs 9658 rev 1-01/15. Information identified: healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter. The top surface of the healing collar is etched with three numbers to reference implant platform diameter, emergence profile diameter and cuff height (lower right). The numbers for implant platform and emergence profile show only the initial digit of the related measurement. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A singular cause cannot be determined. The following sections have been updated: b4: date of this report. D3: manufacturer. G1: contact office. G2: manufacturer's contact office. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative.